Manufacturer narrative:
Corrected data: d4 UDI number. No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during infusion of intravenous (IV) remodulin 1mg/ml at a continuous rate of 60ng/kg/min, the pump was making an abnormal sound and when it was checked, it had stopped. It was noted that the patient went ¿hours¿ without medication. The pump was restarted at full rate without issue. The patient experienced a sore throat and feeling ¿stopped up¿ but was unsure if it was a sinus infection.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.